Event description:
There was an allegation of questionable elecsys vitamin b12 ii results from the cobas 6000 e601 module and cobas e 411 analyzer for one patient. The initial result from the module of the initial patient sample was 979.9 pg/ml. The patient went to two other laboratories and obtained the following results: the result from the first laboratory that used a mindray analyzer was 447 pg/ml. The result from the second laboratory using an unknown analyzer was 499 pmol/l or ~678 pg/ml. The patient questioned the initial result. On (B)(6) 2025, the repeat result of the initial patient sample from the cobas e411 was 872.4 pg/ml.

Manufacturer narrative:
The cobas 6000 e601 module serial number is (B)(6). The cobas e 411 analyzer serial number was not provided. The qc results provided were within range. The investigation is ongoing.

Manufacturer narrative:
The qc was passing prior to the event, indicating that there is not a general or local reagent issue. The investigation was unable to determine a direct root cause, as the sample was not available for investigation.